Manufacturer narrative:
The mean age of patients included in the study was 57.9 +/- 13.1 years. The study included 53 patients: 29 males and 24 females. The upns and lot numbers were not reported; therefore, the manufacture dates and expiration dates are unknown. (B)(4). Literature source: mahmood, kamran, et al. "Therapeutic bronchoscopy improves spirometry, quality of life, and survival in central airway obstruction." Respiration 89.5 (2015): 404-413. Doi: https://doi.org/10.1159/000381103. The devices have not been received for analysis; therefore a failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events involving ultraflex tracheobronchial stents through the article ¿therapeutic bronchoscopy improved spirometry, quality of life, and survival in central airway obstruction¿ written by kamran mahmood, et al. According to the literature, the objective of the study was to assess the effect of therapeutic bronchoscopic interventions on spirometry, dyspnea, quality of life, and survival in patients with central airway obstruction (cao). The study took place between september 2010 and february 2013 and included 53 patients. 19 of these patients underwent therapeutic rigid bronchoscopy with placement of an ultraflex tracheobronchial stent. 3 of these 19 patients had malignant disorders, while the remaining 16 patients had a nonmalignant disorder. Complications of the rigid bronchoscopy included pneumothorax, which was treated with small-bore check tube placement. Eight of the ultraflex tracheobronchial stents developed stenosis with granulation tissue. The mean interval between placement of the stent and the stenosis was 5.3 months. The article and corresponding author did not provide any further information regarding these patients. Attempts to obtain additional information regarding these events have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.